Event description:
It was reported by a customer complaint that: a pediatric diabetic pt received an unintended bolus of insulin which necessitated a visit too the ER for observation, the pt was examined, no medical intervention was necessary and the pt was released without being admitted. The mother admitted the event was the result of user error. The sequence of events that led up to the incident are that the mother noted air bubbles in tubing. She then disconnected tubing from cannula. She went to cartridge menu and selected fill tubing. After she completed this task she connected pt back to pump. She however, did not hit the back button. Therefore, when she hit the right button the pump again began to fill tubing. Once she realized what was happening, she stated that she yanked the cannula out. She estimated the pt received ~5 units of insulin. She stated that she then took pt to the hospital.